Manufacturer narrative:
Clarified for a.2: patient year of birth is 1978. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Explanting physician clarified this record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported a rupture for an unknown side. The device status is currently unknown.